Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep stated that the explant was completed on (B)(6) 2018 and the customer discarded the product. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had an infection ¿at site¿ and they wanted to have the system fully explanted. The patient was placed on antibiotics two weeks ago. The rep stated the issue was resolved. They reported that surgical intervention was planned. No further complications were reported. Follow up was conducted.